Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered four bursts of inappropriate anti-tachycardia pacing (atp)s and one inappropriate shock. Technical services (ts) reviewed and stated that the rhythm was stable recommended programming options. This device remains in service. No adverse patient effects were reported.